Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported through the surgical outcome system that a revision surgery is required due to the loosening of an arthrex prosthetic joint. The primary surgery took place on (B)(6) 2020. The complication was reported on (B)(6) 2020; indicating loosening of prosthetic joint and a revision required. The revision surgery took place on (B)(6) 2021. The following arthrex product was explanted during the revision surgery; ar-9560-24 (lot: 5655); ar-9561-20p (lot: 7038); ar-9562-36nl (lot: 2018005757); ar-9562-40nl (lot: 2018001457); ar-9563-20 (lot: 2019003063); ar-9564-2436-lat (lot: 19.03388); ar-9502f-36rcpc (lot: 19.00394); ar-9503s-06 (lot: 170052510). The following arthrex product was implanted during the revision surgery; ar-9502f-36rcpc (lot: 20.01053); ar-9555-06 (lot: 170143213); ar-9503s-06 (lot: 20.01369).